Event description:
The customer reported that the images were unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.